Event description:
Increase in the occurrence of hematomas at donor venipuncture sites since the conversion from another MFR's blood pack unit to this blood pack unit and ultra thin walled needle. Specific lot number or number of the reported incidents of hematomas is not available at this time. Rptr feels the increase in hematoma formation may be contributed to venipuncture technique with the new staff that has been hired at this facility as well as the transitional period when changing from one MFR's needle to another. Event date: 2/93.